Manufacturer narrative:
The hardware investigation of the returned power factor controller (pfc) board found that the reported event was related to an electrical issue. The board connector j3, ac power in connector, was damaged from electrical over stress. The connector was cracked. The reported event was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the pfc 1000 circuit board was malfunctioning and required replacement. The board was replaced and the issue was resolved. The malfunctioning circuit board has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that the imaging system battery indicators were not scrolling, and the motor and generator indicators were at zero. The system was powered down and plugged into outlet power, at which point the battery indicators still did not scroll. The system would not charge. There was no patient present when this issue was identified.